Event description:
During servicing of an electrode belt returned from (B)(4) for an unrelated issue, a reportable problem was found. The belt connector would not latch. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector would not latch properly, preventing a secure connection with the monitor. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.